Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable is not working. No power to disposable evh kit. Switched out to another vh-4030 to complete case. No patient harm or delays reported.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.